Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing found the glass covering of the telescope was missing on the post where you attach the light lead. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the detected errors indicate the malfunction was likely due to excessive force being applied to the optic such as an impact or a fall. However, a root cause cannot be determined. Olympus will continue to monitor field performance for this device.